Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was scheduled for a revision due to high, out of range, pacing impedances. A new lead was attempted with no access. The procedure will be rescheduled. The original ra lead remains in service. According to field representative, the device was switched to ventricular pace and sense, therefore the patient is fine and doesn't use atrial lead. Nothing has been rescheduled yet. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was scheduled for a revision due to high, out of range, pacing impedances. A new lead was attempted with no access. The procedure will be rescheduled. The original ra lead remains in service. According to field representative, the device was switched to ventricular pace and sense, therefore the patient is fine and doesn't use atrial lead. Nothing has been rescheduled yet. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.